Event description:
Patient underwent a total disc replacement at c5-6 on an unknown date in 2009. Patient presented pain and discomfort and had an x-ray on an unknown date. It was discovered that patient had adjacent level disc disease at c6-7. On (B)(6) 2013, the patient underwent a revision surgery to remove the prodisc-c and was fused from c5-c7. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date was provided as unknown date in 2009. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A third party evaluation was conducted by exponent biomedical engineering. All retrieved device components (superior endplate, polyethylene inlay, inferior endplate) were examined macroscopically for signs of wear and damage. All three components had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surface of the endplates showed remnants of bone. The endplates and the polyethylene insert had evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates. The superior and inferior endplates had evidence of a biofilm. Machining marks were observed on the backside surface and perimeter of the polyethylene inlay. The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear with evidence of burnishing and multidirectional micro-scratches consistent with normal wear. A review of the exponent evaluation by product development concluded there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on both endplates including the coating and the pe inlay all consistent with surgical removal. There are signs of impingement between the superior and inferior components. No new risks, user needs, or updates to the product development evaluation for the complaint have been identified as a result of the condition of the device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. There is not enough information available to determine a cause or hazard for the pain reported or the adjacent segment degeneration observed (that may or may not be symptomatic). No device failures have been identified. Patient selection could have played a role. If the source of the pain was unknown at the time of the original surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with ¿neck or arm pain of unknown etiology¿. ¿myelopathy or pain¿ is also listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. The source of the patient¿s pain remains unclear in this case. No further action regarding implant design is necessary at this time.